Event description:
The patient's ((B)(6)) scs system includes a percutaneous lead. It was reported that the patient is without stimulation and therapy is unable to be produced on three of the patient's four set programs. An x-ray was taken; however, no visible anomalies were observed. A diagnostic test revealed invalid impedance measurements for one of the patient's invalid impedance measurements for one of the patient's leads. In an effort to resolve this matter, the patient will undergo reprogramming of the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.